Manufacturer narrative:
The field service engineer checked various parts, alignments, and adjustments on the analyzer and did not find any issues. The customer performed calibration and qc. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device. The customer did not report any other issues after service.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for urea on a cobas 8000 c 702 module. Note: the unit of measure was not provided. The initial result was 1.21. On (B)(6) 2024 the sample was repeated with a result of 27.28.

Manufacturer narrative:
The urea reagent lot number and expiration date were not provided. The customer noted there was an insufficient amount of sample material in the sample tube and there were marks in the gel layer suggesting the sample probe touched the gel. The investigation is ongoing.